Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea, omsc surmised there was the possibility this phenomenon was attributed to the physical stress or chemical stress or poor storage environment such as direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc. Or the aging deterioration of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the discoloration of the light guide lens of the subject device during the incoming inspection for the repair at the olympus (B)(4). There was no patient injury associated with this report.